Event description:
Procedure: open gastric by-pass. Reportedly, the stapler would not open and release the tissue after it was fired. The instrument had to be resected from the tissue. No additional info.